Manufacturer narrative:
Concomitant medical product: product ID 977a275 serial# (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the clinical site. The etiology was updated to include being related to a lead. The clinical diagnosis was updated to loss of therapeutic effect/benefit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had message 59: settings not available, cannot provide desired intensity. Upon further inspection, the patient had high impedance on contacts 2 and 5 resulting in a lack of stimulation. The patient was reprogrammed on (B)(6) 2020. The event resulted in an unscheduled clinic or office visit. The device diagnosis was high impedance and a clinical diagnosis was not applicable. The etiology was related to the device, specifically to the ins, and not related to the implant procedure. The event resolved without sequelae on 11-dec-2020. It was noted that the patient's age at consent was 67 years, and their weight at consent was 44.4 kilograms.